Event description:
The report received indicated that during a procedure, the needle on the outback re-entry catheter would not retract completely into the catheter. As a result, the catheter could not feed onto the guidewire. There was no report of injury to the patient.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. Additional info will be submitted within 30 days upon receipt.